Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu and generator driver pcb. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported the system will not accurately keep time and day accurately. No pt injury was reported.